Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 85.9cm. Analysis was completed. No device problem was found.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was observed that the patient's left ventricular lead had high pacing impedance, and loss of capture. The physician attempted to reposition the lead, but failed, and decided to explant the lead. The patient was stable throughout.